Event description:
The customer reported that the paramedics were called to his home and revived him after having a low blood glucose reaction. The customer stated that he had a bariatric surgery on (B)(6) 2011 and has already lost (B)(6) in a rapid pace. The customer stated having issues in controlling his glucose level. The customer stated that the dr is working to change his settings. The customer stated that his glucose reading was 80 mg/dl at bedtime and his wife was not able to wake him up. The customer's wife gave a glucagon shot, and then the paramedics treated him again upon their arrival. The customer's last glucose reading was 172 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.